Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_stylet_acc, serial# unknown, product type: accessory. Device evaluation: analysis of the lead found no anomaly.

Event description:
It was reported that during the surgical procedure the "needle hub kept twisting out of the groove so it made it difficult for the healthcare professional (hcp) to steer the lead." A manufacturer representative (rep) involved with the event "confirmed the hcp had it in correctly, but every time he went to steer, the [lead] popped out again." It was restated that the hcp "was trying to steer the lead during trial and the lead kept coming out of the hub where he was steering and then it kinked." The hcp "stated he did not want to use it" after the issue. The hcp was "able to get two other leads in place" at that time and the patient "had good stim coverage" from the leads. It was noted the temporary trial leads were later taken out on (B)(4) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.